Event description:
Prior to dialysis session, dr. Manipulated device and it came out of the patient catheter tubing pulled around from cuff). Cuff was removal and a new device (catheter) was inserted.

Manufacturer narrative:
On 12/9/1997, the device was returned to the MFR (MFR) for analysis with medwatch report #0000450213-1997-0017 (see attached) which states the following: pt arrived for her scheduled hemodialysis via the right ij catheter she already had in place. Upon assessment it was noted that the catheter was approx 15cm out of the point of entry. It would not irrigate and determined to be occluded. At this point the catheter became dislodged and fell out. The device was returned to the MFR and has been analyzed as follows: the complete catheter minus the cuff was returned. There was a slight residue of glue on the cannula where the cuff was attached. No anomalies were noticed. Twelve devices from a controlled lot were subjected to pull testing to investigate the minimal strength of a cuff being attached to a cannula. Twelve cuffs were put onto two (2) pieces of cannula. The cannulas were washed/wiped with alcohol and immediately cuffed (within approx 2 to 5 minutes) using minimal/nominal adhesive. They were left to set-up for approx 8 days. Upon setting, the strength of each cuff's adherence to the respective cannula was evaluated. These samples were tested to failure (8.5 to 10 lbs) which exceeds the MFR's standard pull test specification of >/- 3.5 lbs. In some cases the cannula separated at the cuff. A significant pull strength was required to detach the cuffs. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis of the device and additional testing, the report that "the catheter cannula pulled away from the cuff that was anchored into the tissue and came out of the body" has been confirmed. However, experimental testing showed that an average pull strength of nine (9) lbs is required to detach a cuff from the cannula. There was no evidence that the situation encountered was related to a design flaw, material defect or mfg problem. In conclusion, this event appears to be due to the catheter tubing encountering a significant pull force. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.